Event description:
The meter was set to the incorrect unit of measurement. The pt mentioned that they have not taken their blood glucose for the past several days. The pt contacted the physician and was advised to increase their amaryl from 2mg to 4mg. The pt did not recently go into the settings and change the unit of measurement. Due to a spontaneous power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.